Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with three cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The device was used for reconstruction procedure of laparoscopic ileocecal resection. When the device was fired to close the insertion part of the device at the 2nd firing, the acral part of the staple line was lumbricoid-formed. Then the cartridge was changed to another ecr60b and fired at the same place of the 2nd firing. However, the clamped tissue was pushed towards the acral part of the jaw, so the acral part of the clamped tissue was thick. So the deployed staples were malformed and also 5 or 6 deployed staples were lumbricoid-formed. The deployed staples of the patient side were formed completed without any problem. Two cartridges which were used at the 2nd and the 3rd firing will be returned.